Event description:
On (B)(6) 2014 a customer reported an unexpectedly negative antibody screen when testing a blood sample on a galileo echo.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images. Batch 41487 r419: strip 2 well 1=2 visually positive with smaller button and adherence; strip 2 well 2=0 visually negative; strip 2 well 3=2 visually positive with smaller button and adherence; strip 2 well 4=100 visually strong positive. Advised customer this issue is addressed in cc 09-042-02, images called negative by echo but are visually positive.